Manufacturer narrative:
Evaluation summary: several factors may lead to screw loosening: under-tightening of the screw could result in loosening per the surgical technique. Improper assembly of the stem extension to the tibial plate may lead to screw loosening. Improper alignment of the tibial component may result in added stress on the screw, causing it to loosen. The package insert for the device warns, "the risk of implant failure is higher with inaccurate component alignment or positioning." Complications are possible if the pt has inadequate ligament support. The package insert for the device lists, "severe instability secondary to the absence of collateral ligament integrity" as a contraindication. Cause cannot be definitively determined with the info provided. Evaluation: the poly insert shows heavy signs of wear and damage on the backside and minor wear on the condyle contact pads. The screw exhibits minor gouges on the head. Overall, the screw appears to be in good condition. The device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected and packaged to specifications. Dimensional analysis was performed where possible and shows that the screw and articular surface are within specification per device print.

Event description:
It is reported that the pt was revised due to pain caused by loosening of the articular surface.